Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella cp support, the automated impella controller (aic) displayed optical sensor failure. The console was exchanged but the issue did not resolve. Therefore, the pump was explanted and a new pump was placed to resolve the issue. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The product was returned and a light leak was found in the red handle on the patient cable side with no signs of excessive force. The console displayed optical sensor failure alarm after implant. Data logs indicated that the placement signal spiked to 3000 during the case, and the optical sensor 5s parameters were characteristic of an out-of-box optical fiber break. The root cause of the optical signal issue was determined to be a damaged optical fiber line.